Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with "pickels not working on ch a screen" was confirmed and reproduced. The root cause was determined to be missing pixels on the pump head module display due to a faulty main display. The main display on channel a was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump with the "pickles (pixels) not working on ch a screen." This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "delivery room" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.